Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the MDR 9616066-2022-01554 is a duplicate of 9616066-2022-01555 this supplemental is to cancel MDR 9616066-2022-01554.

Event description:
It was reported that air in line alarm and occlusion are occurring during use of bd alaris¿ lvp 20d 3ss cv. This occurred at least 2 times, however, no patient injury reported. The following information was provided by the initial reporter: we had the same problem with 2 of these tubing sets yesterday (back to back). Hanging ivig the tubing was erroring we checked tubing no air in the line, no kinks in the line, changed pump modules, changed location tubing was connected to primary line, still erroring. I came in did all the same no resolution to error unable to infuse ivig. New tubing opened and attached to ivig same errors tried all the above changes to fix error. Removed the tubing and opened a new one infusing no errors. What was the error caused on the pump? Air in line, and occluded setting off pump alarm. Was there any impact to the patient? Delay in treatment. Was there a need for any medical intervention or treatment due to the reported issue? No. What was the patient¿s outcome? Good.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that air in line alarm and occlusion are occurring during use of bd alaris¿ lvp 20d 3ss cv. This occurred at least 2 times, however, no patient injury reported. The following information was provided by the initial reporter: we had the same problem with 2 of these tubing sets yesterday (back to back). Hanging ivig the tubing was erroring we checked tubing no air in the line, no kinks in the line, changed pump modules, changed location tubing was connected to primary line, still erroring. I came in did all the same no resolution to error unable to infuse ivig. New tubing opened and attached to ivig same errors tried all the above changes to fix error. Removed the tubing and opened a new one infusing no errors. What was the error caused on the pump? Air in line, and occluded setting off pump alarm was there any impact to the patient? Delay in treatment . Was there a need for any medical intervention or treatment due to the reported issue? No . What was the patient¿s outcome? Good.